Manufacturer narrative:
Device evaluation: the lens was not returned to the manufacturer for evaluation as it remains implanted. Visual inspection could not be performed, therefore the reported complaint could not be verified. Additionally, record review met manufacturing release criteria. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). To date, the intraocular lens remains implanted. (B)(6). (B)(4). Device evaluation: the intraocular lens remains implanted; therefore, a product evaluation was not possible manufacturing record review: a review of the manufacturing records was performed. All process operations in the manufacturing record were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint type reported. The review of the documentation for soft acrylic buttons inspection shows that all the lenses sampled had an acceptable haze level. No discolored issues were reported. A review of the raw material/manufacturing procedures in change control system was done during the period when this lens was manufactured and does not show any change related to the complaint type reported. The sterilization records for this lot were reviewed and no deviations were found that could affect the sterility of the device. No additional investigation requests have been received for this production order. There are no discrepancies or defects found during the review that were related to the possible causes identified for the complaint type reported. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Journal article: wong, melissa h.y. Et al.; brown discoloration of acrylic hydrophobic intraocular lens; canadian journal of ophthalmology. Published online: june 30, 2016. Patient underwent uneventful right eye phacoemulsification with intraocular lens (iol) implant done on (B)(6) 2014. Intraocular lens noted to be discolored on (B)(6) 2014. Right eye visual acuity was 6/15 with pinhole and no glasses on (B)(6) 2014. There was no loss of best corrected visual acuity (bcva). Surgeon has no intention of performing iol explanation since the initial surgery was satisfactory. Customer did not complain about poor vision after the surgery. Postoperative month 3 presented with symptoms of eye redness and had occasional cells in the anterior chamber and some cornea descemet folds. Symptoms and inflammation improved with prednisolone acetate eye drops as well as oral acyclovir for 2 weeks. Also had deposition of brown pigments on the anterior optic surface of the iol; however, the iols were free from giant cell deposits and retained their transparency.